Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a nuvasive lateral procedure, the surgeon reported that the navigated viper prime driver did not properly function. The articulating part of the driver was difficult to rotate. The navigated viper prime driver could not be disassembled. The procedure was delayed by one hour. The procedure was successfully completed. This report is for one (1) viper prime nav shaft assy. This is report 1 of 2 for (B)(4).